Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening assessed as surgical damage. ¿ granuloma: unable to observe. ¿ capsular contracture: unable to observe. As per the investigation procedure, particles. ¿were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side device rupture and capsular contracture, baker grade iii, diagnosed via ultrasound and a foreign body giant cell reaction. The device has been explanted.

Event description:
Healthcare professional reported right side device rupture and capsular contracture, baker grade iii, diagnosed via ultrasound and a foreign body giant cell reaction. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events capsular contracture and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, baker grade iii, foreign body giant cell reaction